Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed in the system logs and successfully replicated on a surgeon side console fixture test platform (sftp) system. No visual defects related to the reported issue were identified during inspection. Functional testing on the sftp system resulted in failure on axis 7. The axis 7 motor was replaced and confirmed to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of a component within the axis 7 motor assembly on the affected mtm. This issue can be resolved by replacing the affected mtm via fse service or switching to a different surgeon side console (ssc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2) due to errors 23025 and 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 23025 points to encoder quadrature fault on mtml2 axis 7 and 23008 points to pot to encoder error, mtml2, axis 7 (gimbal roll).

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 23025 and 23008 occurred on master tool manipulator left (mtml) 2. The surgeon elected to use the other surgeon side console (ssc) to continue with the procedure. The procedure was completed with no reported injury.